Event description:
In 2004, this pt rec'd a gore excluder bifurcated endoprosthesis. This pt expired three years later. The official cause of death is unk. No films or devices were returned to gore for analysis. No further info was reported on this pt, including device sizes or lot numbers. A review of the mfg records for the device could not be conducted.

Manufacturer narrative:
A review of the mfg paperwork could not be conducted because no device sizes or lot serial numbers were reported. Results - a review of the mfg paperwork could not be conducted because no device sizes or lot serial numbers were reported.